Manufacturer narrative:
Work order failed. System could not boot up and the monitor displayed no signal. Reconnected memory and hard-disk and display card, then deleted part of patient information and test, all test passed and the system is ready for use. The issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when they booted up the system, there was no signal display on screen. There was no patient present.